Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box indicated no power issues. The pump powers on with functional vibratory and auditory features. The battery cap was not returned with the pump for investigation. Visual inspection revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A test battery cap was used to complete investigation. The test battery cap secured appropriately to the pump. The pump was exercised for 24 hours with no power issues occurring. The complaint regarding power loss could not be duplicated during investigation. Unrelated to the complaint, investigation revealed that the keypad is torn from the contrast button to the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. All keypad buttons respond appropriately to button presses. There was evidence of keypad contamination found under the up arrow, down arrow, and ok key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012, alleging that the pump will not power on. There is reportedly no sound upon insertion of the battery. This report is being made based on the allegation of no power to the pump.